Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found are most likely related to the explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user was playing and fell on the floor. Since then she can not hear anymore with the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was playing and fell on the floor. Since then she can not hear anymore with the device.